Event description:
It was reported that one endoclamp aortic occlusion cannula (ec1001) was found to be eccentric and would not occlude the aorta. The eccentricity was not noted at prep of the device. No patient injury was reported; but there was a procedural delay associated with the exchange of the device.

Manufacturer narrative:
The device is currently pending evaluation upon return from the customer.

Manufacturer narrative:
Device evaluation: the catheter was visually inspected and no visual defects was found on the catheter. The eccentricity of the balloon was found to be unacceptable per balloon eccentricity. It is not known what caused the occlusion difficulty. The eccentricity of the balloon could have contributed to it, but this is not confirmed. Patient anatomy, particularly the shape of the aorta, can affect balloon placement and stabilization. No corrective actions are being taken at this time. No non- conformances were identified during a review of manufacturing records. This complaint does not create an out of control trend for this complaint type. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.